Event description:
Dexcom was made aware on 09/21/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2024, which is off-label usage of the device. On the same day, it was reported that the pediatric patient experienced a skin reaction with pain and an abscess, which occurred same day the sensor had been inserted in the upper buttocks. The patient was taken to the hospital and the doctor drained the abscess and prescribed a topical antibiotic that should be applied 2 times a day. After the drainage the abscess cleared quickly. The patient recovered and the topical antibiotic was given for 3 days. The patient was discharged the same day. In addition, it was reported that the patient was suffering covid during the event. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).